Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that at the most beginning of the operation, the doctor noticed that the blade vibrated. The doctor reinstalled the blade but still could not resolve the problem. Another new blade was used to complete the operation. The second blade could function properly without vibration with the same power system. It was the initial use of the blade. The surgery was a inferior turbinate surgery and was delayed for about 5 minutes. There was no error code displayed on the console. There was no patient impact.

Manufacturer narrative:
Analysis found that there was no damage to the tip. Visually, the inner shaft was bent just distal to the inner hub which would have resulted in the reported event. When viewed under magnification, there was damage to the hubs that is consistent with improper of difficulty loading the blade into the handpiece: dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; and locking area deformation caused by the back side of the front collet of the handpiece. Shear or bending forces while loading may bend the shaft. There were no loose components. Even with the deformation of the hubs, functionally, the device loaded securely into a handpiece, ran at 3,000 rpm in oscillate mode/direction, and vibrated as reported. If information is provided in the future, a supplemental report will be issued.